Event description:
It was reported that the patient developed an infection in his inflatable penile prosthesis (ipp) with puss coming from the infrapubic incision and the pump eroded through the scrotum. The ipp was removed and a malleable prosthesis was implanted as a placeholder for the patient to heal the infection. The patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.